Event description:
The customer reported that on (B)(6) 2011 an erroneously low modular blood urea nitrogen (bunm) result was generated from a unicel dxc 800 synchron system for one patient sample. The initial result was not released from the laboratory and hence there has been no death, serious injury or modification to patient treatment associated or attributed to this event. Upon multiple repeats of the same sample on the same instrument, the bunm results were higher, and considered valid. The bunm sample was a serum sample. No additional sample collection/handling information was provided by the customer. Instrument bunm quality control results during the timeframe of the event were within customer specifications.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced the sample probe and collar wash. Although repairs were made to the instrument before returning it into service, a definitive root cause for this event has not been determined to date.